Event description:
It was initially reported that the customer's device had its service indicator illuminated and had logged multiple event codes. After an initial evaluation of the device, it was observed that the device would not deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported failure. The service agent will replace the therapy pcb assembly and after proper device operation is observed through functional and performance testing, the device will be returned to the customer for use. The device will not be returned to physio-control for evaluation.

Manufacturer narrative:
The removed therapy pcb assembly was returned to physio-control for evaluation. Physio determined that the cause of the reported failure was due to two shorted diodes, designators cr30 and cr44.